Manufacturer narrative:
The product has been requested for investigation and a follow up report will be submitted once results are available.

Event description:
Customer reported, that she was on an airplane and her lancing device was not working and she was unable to test. She states, she had a "diabetic attack" and lost consciousness. The caller does not recall whether or not she was treated at a medical facility and it is unclear if a diagnosis was given. She reports drinking orange juice to help counteract the medical event. There was no report of death or permanent impairment in this case.